Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. (B)(4). A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that doctor had difficulty lifting the flap on patient's left eye due to sub-epithelial vertical gas breakthrough (vgb). The procedure was aborted and photorefractive keratectomy (prk) will be performed in the future. Patient is 20/20 in the left eye with her previous glasses so no loss of best corrected vision following the incomplete flap lift. No additional information has been provided.

Manufacturer narrative:
In the initial report section h6: health effect - impact code 4610 : incomplete treatment was inadvertently added. The code does not apply for this event. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.